Event description:
Alleged when a pt is on the bed and the head section is lowered, the bed drifts into the trendelenberg position.

Manufacturer narrative:
The facility's maintenance found the pivot blocks missing from the head lift arms. Maintenance replaced the pivot blocks and bolts to repair the bed.